Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso and cystoscopy. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2010 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent hysterectomy, d&c, frozen section and cystoscopy due to sui, abnormal uterine bleeding, vaginal prolapse and cystocele. It was reported that following insertion the patient experienced pain during intercourse, more incontinence than before, bowel movement issues, blood clotting issues, cannot control urination, stomach pains. It was reported that patient experienced mesh falling apart and underwent mesh removal in july on an unknown date ( the patient is unsure of day or year). No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.